Event description:
(B)(4) - no serious injury alleged. Malfunction alleged. Provider states tab on the right side snapped off. This will be the 2nd time the frame has been replaced. MDR filed.

Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.